Event description:
It was reported that the device was turning on and off by itself during use. The procedure was completed successfully by using another handpiece. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and the complaint was duplicated. The investigation is ongoing and this report will be updated if additional information requires.